Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump restarted and requested rewind. When insulin pump was rewound it would receive a motion sensor test failure alarm. Customer's blood glucose was unknown. Displacement test could not be completed due to insulin pump being stuck in rewind loop. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a motion sensor test failure alarm during the rewind due a jammed motor gearbox. Unable to verify the pump time clock reset anomaly and unable to perform the basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating current measurements due to the constant motion sensor test alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a cracked reservoir tube window through the reservoir tube and cracked battery tube threads.